Event description:
It was reported that when a device was used during a low anterior resection, the device fired an incomplete staple line and was difficult to remove from the tissue. Device was removed by excising tissue. Anastomosis separated and former colostomy was left in place.